Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined cubies functioned as intended. A field service engineer, removed dust under top cover to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.